Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right atrial (ra) and right ventricular (rv) leads causing asystole greater than two seconds in duration. Surgical intervention was performed due to loose setscrews. Approximately one month later in (B)(6) 2011, surgical intervention was again performed and the left ventricular (lv) lead was explanted and replaced for an unknown reason. Recently, the physician requested a longevity calculation for this device. Boston scientific technical services (ts) noted that there was evidence of chronic atrial oversensing resulting in inappropriate mode switching, low but stable ra impedances and low rv shock impedances. Ts suspects an ra lead issue or a missing/damaged sealplug. The patient is pacemaker dependent however no adverse patient effects were reported. No additional surgical intervention was performed and the patient will be monitored.